Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to interface board. The insulin pump was received with cracked battery tube threads and cracked reservoir tube lip noted.

Event description:
It was reported that the customer's insulin pump had a blank display; customer was not sure how long the insulin pump has been off. The customer's blood glucose was 382mg/dl. The customer stated the display did not return.